Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost adequate coverage after she bent over. Reprogramming was unable to provide resolution. X-rays were taken and revealed lead migration. As a result, the patient's lead was relocated via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue,